Event description:
Customer reported via phone call to have received a button error alarm while sitting and watching television. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received no button response due to flattened express bolus and escape button dome switch. No button error alarm during testing. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.